Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm had a damaged clip. The anterior syringe of the indwelling needle appears to have poor blood retention and a damaged clip.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional informaiton provided.

Manufacturer narrative:
1. DHR/bhr review lot#3136519 1-this batch of products were assembled at intima ii auto line 3 in june 2023, and packaged at cfs package line in june 2023. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained samples of the batch are taken, and no abnormality is found in the pinch clamps through visual inspection. Blockage test, flow test and clamping force test of the pinch clamp are carried out on the samples, and the test results are all within the product specifications. Please refer to the attachment for test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defective samples have not been received, the relevant detection cannot be carried out, and the root cause of the poor blood flow and the damage of the pinch clamp cannot be determined. The plant will continue to follow up on the complaint.